Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when connecting the centrimag system and turning it on, there was an m4 alert, and the centrifuge was making a strong vibration and did not produce rotation. The motor was checked and cleaned, the centrifuge was changed and the error continued. It was additionally reported that the pump was not installed and there were no patients involved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag system producing a strong vibration with an active m4: motor alarm was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that no patients were associated with the event. The root cause of the reported event was unable to be conclusively determined through this analysis. This event will be reopened with further investigation if the product is returned. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.